Event description:
(Diagnostic laparoscopy followed by laparotomy with lysis of adhesions r hemocilectomy-primaary anastomosis.) Endo babcock passed into abdomen - bowel very friable, and perforated bowel. Mechanical test performed by engineer at hospital. Findings and result of testing are inconclusive. The device is now being released to manufacturer for further testingdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.